Event description:
Reportedly, while the vapor phase plus humidifier was being used to provide humidification therapy to a 52 year old trached, male home patient (weight approx 150 lbs.), the transfer chamber and a small portion of the blue corrugated tubing melted. The hydrophobic membrane in the transfer chamber was charred. There was no harm to the patient. The humidifier was exchanged without incident. The humidifier was connected to an aequitron ventilator, operating in the "assist mode"; air mix was 30% oxygen; tidal volume 650ml. An rsp model 009301 temperature probe was used to monitor the proximal airway temperature. The temperature control dial was set at 3.3; the digital temperature display read 30 degrees celsius. Distilled water is used with the humidifier. Reportedly, the distilled water in the reservoir was low but still above the refill line. The transfer chamber was changed on july 20, 2 days prior to the event.